Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a false positive indicator related to a software update. This pacemaker subsequently underwent a software update, and the patient received a new communicator. This device remains in service. No adverse patient effects were reported.